Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: l5 burst fracture procedure used: posterior fusion with percutaneous pedicle screw fixation levels implanted: l4/s it was reported that during surgery, the tip of the extender broke while using a sequential reducer at l5/s. There was a delay of less than 60 minutes. No fragment of the extender remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. The above observations are consistent with bend stress overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.